Manufacturer narrative:
The clip remains implanted and was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported mitral stenosis could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID (B)(6). This is filed for mitral stenosis. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 2+; however, the mean pressure gradient was 6 mmhg. No additional intervention was performed. On (B)(6) 2019, transthoracic echocardiogram was performed. The mr was noted to be 1+; however, the mean pressure gradient had increased to 7 mmhg. No additional information was provided.